Event description:
It was reported that the patient complained of nausea/vomiting, ongoing hiccups, and an implantable cardioverter defibrillator (ICD) shock. The patient was admitted for cardiac arrhythmia, and interrogation of ICD showed polymorphic ventricular tachycardia (vt) that generated into ventricular fibrillation (vf) with one successful shock. An echocardiogram showed 15% ejection fraction (ef), ventricular assist device (vad) speed of 2900, the valve opens intermittently, trace aortic insufficiency (ai), and septum was rightward. An esophagogastroduodenoscopy (egd) revealed no real cause for the hiccups and a biopsy was taken. The patient¿s lactate dehydrogenase (ldh) was stable, international normalized ratio (inr) was 1.3, and a right heart catheterization (rhc) was done. There were no changes made to the vad speed and the patient continued to be monitored. The vad remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) due to an FDA audit observation. Product event summary: hw35241 was not returned for evaluation. This complaint is associated with a clinical adverse event. Information received from the site revealed that the patient complained of nausea/vomiting, ongoing hiccups, and an implantable cardioverter defibrillator (ICD) shock. The patient was admitted for cardiac arrhythmia, and interrogation of ICD showed polymorphic ventricular tachycardia (vt) that generated into ventricular fibrillation (vf) with one successful shock. An esophagogastroduodenoscopy (egd) revealed no real cause for the hiccups and a biopsy was taken. The patient¿s lactate dehydrogenase (ldh) was stable, international normalized ratio (inr) was 1.3, and a right heart catheterization (rhc) was done. Based on the available information, the device may have caused or contributed to the reported event. Per the instructions for use, cardiac arrhythmia is a known potential complication associated with the implantation of a vad. There was no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.